Event description:
Clinical study advantage af phase 2; clinical study ID:(B)(6). It was reported that following a pulse field ablation procedure with a farawave catheter, the patient experienced episodes of atrial fibrillation (afib). The patient underwent a cardioversion with no complications; however, the patient was still experiencing afib episodes afterwards. The patient was given the treatment options of medication changes or another ablation procedure, and the patient chose to undergo a re-do ablation procedure about two months later. It is unknown if the catheter will return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.